Manufacturer narrative:
The reported event could be confirmed based on the inspection of the returned reamer. The device inspection revealed the following: the identification of the returned reamer could be confirmed based on the catalog # and the lot # marked. The instrument is heavily bent in three parts: in the middle and in both extremities of the flexible shaft. The flutes of the instrument are heavily worn out, much more than what is usually observed for an 8-month-old reamer. Dimensional and material integrity inspection showed the device to be within specification. Based on investigation, the root cause was attributed to an user related issue. The damage observed on the reamer is most probably a result of excessive bending load combined with excessive drilling speed. The extent of the damage observed is unusual for an 8-month-old device, which has only been used 10 to 15 times (as reported by the user). This indicates that the reamer has been handled carelessly. No statement regarding hard bone has been given by hcp and no x-rays were received. Therefore, it is not possible to make any statement of a possible influence of the patient's bone condition on the damage of the reamer. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "mechanical damage of reamers during reaming of tibial bone. Every next reamer were blocking in marrow cavity. They were used according to instruction for use, starting from the smallest. In the end replacement device from different company has been used. Nothing left in patient body." (B)(6) 2024 - additional information received: deformation of the device, device was changed due to possibility of breaking. All instruments used to drill were compatible with bixcut reamers. There were used stryker¿s power tools with all appropriate attachments.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "mechanical damage of reamers during reaming of tibial bone. Every next reamer were blocking in marrow cavity. They were used according to instruction for use, starting from the smallest. In the end replacement device from different company has been used. Nothing left in patient body." 12/19/2024 - additional information received: deformation of the device, device was changed due to possibility of breaking. All instruments used to drill were compatible with bixcut reamers. There were used stryker¿s power tools with all appropriate attachments.